Event description:
It was reported that during a system upgrade procedure, the right ventricular lead was found to have high/rising thresholds. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned in segments and was analyzed. No anomalies were found. The inner tubing was kinked/buckled, and the outer tubing overlay exhibited cosmetic environmental stress cracking the outer insulation exhibited a cosmetic depression, and the lead exhibited apparent explant damage. Blood was found in/on the helix/lobe mechanism, and the helix/lobe was distorted/bent.